Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image and was due to capacitor maintenances. The device was tested on the bench and no anomalies were found. The long charge time could not be reproduced. The cause of the long charge time could not be determined.

Event description:
It was reported that an alert for long charge time was noted during therapy for an episode of ventricular fibrillation. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.